Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed the phenomenon. Fse identified the cause as originating from arm 2 and replaced the affected arm. Fse performed the work according to the procedure manual and confirmed the system is operating normally. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and in remote fe, the 32056 error was followed by a 1123 error (p3=1) was found on axes controller, arm (aca) indicating inter-integrated circuit (i2c) fault on yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up logs. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensors check failed on yaw searchlight. Once testing was completed, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) had error 32056 and replaced the psc with another system's psc with a lot of 32056 pointing to usm2. Field service engineer (fse) to follow up. The procedure was aborted to another dv system with no reported injury. Isi followed up with fse and obtained the following additional information: when the system was started, error 32056 occurred on arm 2. (This means no ports were placed.) By the time there was a call to the technical support engineer (tse), the procedure had already been continued after switching to another psc.